Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed. The manufacturing records for top assembly batch 7650006 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications. There is one other complaint related to this batch number. This complaint was reported for "unable to cross the lesion".

Event description:
It was reported that 155 days following a coronary stenting treatment procedure, a thrombosis occurred. The pt presented to the emergency room with chest pain/pressure and was transferred to the cath lab. A 150 cm .035" daig fixed core 3mm j wire, a 6fr cordis standard sheath, a 6fr cordis jl 4.0 cm catheter, a 6 fr. Cordis jr 4.0 cm catheter, a 6 fr. 100 cm cordis mpa1 multipurpose catheter, a 6 fr cordis map1 4.0 mm guiding catheter, and a .014" guidant hi-torque floppyii 190 cm were used. The lesion location was the saphenous vein graft (svg) to the right coronary artery (rca) ostial. A 4.0mm x 12mm liberte stent was deployed at 13 atms for 37 seconds, and then reinflated at 13 atms for 25 seconds. There were no reported pt complications. Medications used during this procedure included versed, fentanyl, heparin, reopro, plavix, and nitroglycerin. Eighty three days later, the pt was again admitted to the ER and a ptca of the svg to the rca ostial was performed. A 5.0mm x 15mm bsc maverick balloon was inserted in the graft to the rca, and inflated to 8 atms for 30 seconds. It was then re-inflated to 6 atms for 30 seconds a 1.5mm x 15mm bsc maverick balloon was then advanced, and was inflated to 12 atms for 60 seconds, and then 12 atms for 8 seconds. A pilot 50 guidewire was removed, and the .014" guidant hi-torque floppy ii extra support 190cm guidewire was inserted into the rca. A bsc maverick 4.0mm x 9mm was then advanced, and inflated at 7 atms for 22 second and 13 atms for 45 seconds. The guidant powersail balloon was then inserted and inflated to 10 atms for 14 seconds, 3 atms for 9 seconds, 22.8 atms for 57 seconds, and 1 atm for 30 seconds. The 5.0mm x 15mm bsc maverick balloon was then advanced, and inflated to 14 atms for 45 seconds. There were no reported pt complications. Medications used during this procedure included versed, fentanyl, angiomax, integrilin, and nitroglycerin. One hundred fifty five days later, the pt once again was admitted to the ER with arm and chest pain/pressure and the diagnostic indication of chest pain/angina. It was noted that the pt had discontinued use of plavix at a undetermined time. A 6 fr. Cordis standard sheath, a 6 fr. Cordis jl 4.0 cm catheter, a 6 fr. Cordis jr 4.0 cm catheter, a 6 fr. Cordis angled pigtail catheter, a 150 cm .035" daig fixed core 3 mm j wire, a 6fr. Cordis mpai, and a .014" guidant ht pilot 50 wire 190 cm were used. A 3.5mm x 12mm bsc maverick balloon was advanced into the proximal rca, svg graft and inflated at unknown atms for 43 seconds, then 4 atms for 6 seconds. A 4.5mm x 13mm guidant powersail balloon was then inflated at unknown atms for 45 seconds, and re-inflated at 3 atms for 5 seconds, 18 atms for 60 seconds, 15 atms for 40 seconds, 18 atms for 30 seconds, and 18 atms for 60 seconds. There were no reported pt complications. Medications used during this procedure included versed, fentanyl, heparin and nitroglycerin.